Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that computer was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The reported complaint was confirmed as the computer immediately started power cycling during initial power up and the computer was taking a long time to boot to home screen and to load software. Computer had intermittent power cycles after re-seating ram multiple times. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure the would not load exams including patient information. Navigation system representative reported that the site had a slow run time on the system. During troubleshooting, representative deleted old patient exams to free disc space, but no resolution was possible. There was no patient present at the time of the issue.